Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received the replacement pump and programmed the pump settings from the previous pump from memory. However, as the bolus screen was calculating a value different than what the customer expected to see, the customer thought that the pump settings had been incorrectly programmed. Reportedly, when a value of 100 grams of carbohydrates was entered, the pump suggested a bolus request of 360 units, but the customer would normally observe 7 units for that amount of carbohydrates. The customer did not deliver any bolus requests. During troubleshooting, review of pump settings with tandem technical support showed multiple settings had been incorrectly entered by the user. Tandem technical support assisted the customer on successfully adjusting to the accurate settings, and the customer confirmed that the bolus screen calculated the bolus amount that the customer expected to see. The customer's blood glucose level was 73 mg/dl.